Event description:
During use of the device for a surgical procedure, the user reported while using the cats system for an emergent and salvage ruptured abdominal aortic aneurysm on a (B)(6) patient, a failure: blood flow alarm message was observed. The user began to process the shed blood in the bag when the message occurred. The user attempted to restart the process by touching the start button, but no response was received. The user opened the lid of the cats machine and manually turned the pumps. The user then closed the lid and switched to the emergency wash program as blood level was rising in the reservoir. The user powered off the unit and powered on the unit, and still was unable to get the blood processing to function. An alternate cats system was employed. The user took the collection reservoir from the previous system and connected to the new system. The user began processing in emergency mode as the blood level was rising in the reservoir, due to the heavy blood loss in the surgical procedure. The user was able to process and had provided another 300ml of washed packed cells to the re-infusion bag. Another failure: blood flow alarm message was observed and the processing stopped. The user turned down the suction level applied to the collection reservoir and was able to start processing again in the emergency wash program. Every 2-3 minutes, the user experienced a failure: blood flow alarm message, and the process would stop, but the user was able to restart again and begin the process. The user switched to other wash programs, but was only able to process blood in the emergency wash program. Even with stopping the process every 2-3 minutes, the user was able to complete the shed blood processing. There was a delay in the processing of shed blood, but the actual surgical procedure was not delayed. The patient did receive multiple homologous blood transfusions due to the large volume of blood loss in the procedure. This incident did slow down the blood process time, and likely increased the amount of homologous blood that was required. Blood loss due to the cats incidents was approximately 220ml. The adverse outcome has not been attributed to the malfunction of the cats system; however, no other definitive cause has been identified. In an abundance of caution, we have identified an adverse event.